Event description:
It was reported that a system fuse blows upon boot up. This would likely prevent the system from booting. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The b79 board and the x-ray tube were replaced during the service call. The system was tested and found to be working as intended and put back into service.